Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they felt "a little feverish and out of sorts" and noted that the cardiac resynchronization therapy defibrillator (crt-d) pocket wound had still not healed. The patient experienced loss of appetite. The patient presented to the hospital for bloodwork that was normal and no fever was noted. The patient was treated with intravenous (IV) antibiotics and sent home. Four days later the patient had a follow-up appointment and the physician reported that the crt-d site looked "puffy" and felt "full". The area was not painful, warm, or bleeding. The patient was treated with a different antibiotic. The patient later investigated the incision area and saw a "stick" that they thought was a stitch protruding out of the wound. The patient pulled out the "stick" and clear drainage came out of the wound. The drainage was noted to be odorless and not pus. Additional drainage was observed throughout the day. The patient reported feeling normal currently. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was treated empirically with antibiotic courses as an infection was not confirmed. The stick was determined to be a suture that was slightly exposed due to the patient's thin skin. It was noted that the patient symptoms were not related to the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.